Event description:
It was reported that pump triggered continuous air alarm. There were no reported patient involvement and harm.

Manufacturer narrative:
The suspected pump was returned for evaluation. A review of the service history found no repairs related to the reported failure mode. The device was visually inspected, and the functional testing was performed. It was found that the air detector was damaged due to physical force. The issue reported by the complainant was confirmed. The probable cause was identified to be damaged air detector. The pump has reached end of service (eos) and will be returned to the customer unrepaired.